Event description:
It was reported that following the implant of a transcatheter valve, a transesophageal echocardiogram (tee) was performed that revealed mild to moderate paravalvular leak (pvl) with an aortic regurgitation (ar) index of 11.4. At that point, the patient's blood pressure was 116/44 millimeters of mercury (mm hg). It was noted that the patient's pre-operative blood pressure was 116/38 mm hg. During hemostasis, the patient's blood pressure dropped to 112/32 mm hg. The procedure was concluded without additional intervention, and the patient was placed under observation.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012867005); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.